Manufacturer narrative:
A visual and functional inspections were performed on the returned sds. The reported balloon rupture was unable to be confirmed as the balloon was able to inflate without any rupture noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, based on the returned analysis, it is likely that during repositioning of the sds the outer member tore against other devices used causing the device to leak and what was believed was a balloon rupture. The noted bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in right coronary artery. A 3.5x15mm xience sierra stent delivery system (sds) was prepared per the instructions for use. The stent was successfully deployed at 12 atmospheres without any issues, the sds was moved to post dilate the edge of the stent as per standard procedure. An attempt was made to inflate the balloon of the sds; however, pressure did not increase and no inflation was made. The procedure was successfully completed with the deployment of an unspecified 4.0 mm stent due to the lesion length and post-dilatation of both stents was performed with the sds balloon of the second stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.